Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not deploy. Manual compression was used to achieve hemostasis. No adverse pt sequela was reported. No additional information was provided.

Event description:
The patient indicated that he had a 3.5 x 18mm cypher stent (lot 40206497) and a cypher lot 51105626 (this lot number does not corresponds to a cypher stent, the physician indicated that the stent was a 3.5 x 33mm cypher). The target lesion for both stents was the mid right coronary artery (rca) (the physician indicated it was the proximal and mid rca). The stents collapsed. Not known if it was a restenosis or thrombosis (the physician indicated there was restenosis). A 3rd cypher (lot a0806098) was implanted to treat the collapsed stents in the mid rca. Information was received from the physician that indicated approximately 8 months after the index procedure revealed that the patient, who has had stents in his right coronary artery a couple of times, was admitted with recurrent angina. Angiography revealed that there are stents in the proximal and mid right coronary artery that are the largest portion of the right coronary artery, with step-off distal to the stent, but no high-grade lesions in the right coronary artery. There is a mild hazy area in the mid stented area in the right coronary artery that is unchanged from the post intervention pictures previously. Once again, there are no high-grade right coronary artery lesions, except for that posterolateral branch that is occluded and fills via left-to-right collaterals. The physician indicated that he will optimize the medical therapy and the patient may be having angina from his posterolateral branch. It is too small and he could not find the stub to try and open it up percutaneously.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that all external and internal components were in appropriate position for a fully clip-deployed device. There were clip tine marks on the carrier tube, indicating that the clip was originally loaded on the carrier tube during manufacturing and was fired during deployment of the device. However, because the clip was not returned, it could not be determined if it was successfully delivered to the arterial surface to close the vessel. Based on the investigation findings, the device was fully functional as designed. The root cause for the reported experience that the device did not deploy could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.